Event description:
It was reported that this patient presented to the emergency room, due to being shocked. Device evaluation revealed that the patient had several shocks over a few episodes, in which therapy was exhausted. Inappropriate shocks and anti-tachycardia pacing were thought to be delivered for possible rapid ventricular response, due to an atrial arrhythmia. Electrophysiology follow-up was recommended. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.